Event description:
Scissors broke during surgery, all pieces were recovered. Additionally, the account stated that the physician was doing a lap gall bladder when the scissors broke off in the cannula while still inside of the pt. They matched the pieces together and were sure that none fell into the pt; therefore, an x-ray were not performed. The physician got another instrument and completed the case without further incident.